Event description:
Patient's spouse reported leakage at the luer-lock connection of the pain pump at home. The pump was initially set-up by a trained clinician, and no leakage was noticed at this time. However, the patient's spouse noted wetness in the area of the pump while still inthe hospital, but thought this was due to the ice packs the patient was using. The patient's spouse was instructed on pump operation. After they arrived home, they confirmed the pump was in fact leaking. The stryker blockaid pain pump was to dispense a consistent amount of medication over time, but was also programmed to deliver a 4cc bolus ofmedication every 30 minutes upon demand. The pump was to be used until the medication ran out (3-4 days). In hindsight, the patient's spouse believes that something was wrong with the pump even during the first 24 hours of the hospital stay because although the pump was on, the patient was not receiving sufficient pain relief. After arriving home and discovering the leak, patient and spouse let the pump run until the medication was finished, because they thought at least some medication was getting through. The leakage was not corrected, but the patient was prescribed oral pain medications. Per the patient's spouse, there were no other side effects from the leakage other than those from taking the other oral medication.